Event description:
I had a total hip replacement three years ago and have experienced numerous complications since: atrophy, nerve damage, chronic pain and most recently unusual blood work up results. My implant is a biomet metal-on-metal, m2a magnum. I am in chronic pain which is only getting worse. Dates of use: (B)(6) 2007 - (B)(6) 2010. Diagnosis or reason for use: avn.